Event description:
Caller reports patient tested >8.0 inr on the coaguchek s system and 3.5 inr on a comparison lab. Vitamin k injection given based on >8.0 inr from system. No adverse event reported. Requested return of suspect system and replacement set.